Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change error occurred during the load sequence. Customer¿s blood glucose level was 312 mg/dl. In addition, it was reported insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the customer changed pump supplies resolving the issue.